Manufacturer narrative:
H3: product analysis- part # 5584823; lot # rs20h023 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a driver used in tlif for degenerative disc disease. It was reported that the tip broke off of a threaded driver when driving a pedicle screw in a patient with extremely hard sclerotic bone. Tip was retrieved and another driver was used successfully. No patient symptoms were reported. No fragment was remaining in the patient. No further complications were reported/anticipated.